Manufacturer narrative:
Customer unable to identify unit with alleged issue.

Event description:
It was reported that the unit had a brake issue (possible reduced brake force). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.